Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 260 mg/dl. The customer stated that he was getting excessive no delivery alarms prior to the event. The customer changed the infusion set, but continued to get the alarms. The customer was unable to troubleshoot at the time of the call. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.